Event description:
It was reported that the primary IV tubing for above patient kept disconnecting from the baxter one link needle free IV connector which connected to PICC line. The disconnection caused IV abx to leak on floor. It was found that the connection between the primary IV tubing and the above device can easily become detached once connected.